Event description:
It was reported that during a procedure, this left ventricular (lv) lead was surgically abandoned and replaced with a new lead due to a product performance anomaly. No additional adverse patient effects were reported. This lead was capped.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a procedure, this left ventricular (lv) lead was surgically abandoned and replaced with a new lead due to a product performance anomaly. No additional adverse patient effects were reported. This lead was capped. Subsequent additional information was received that reported that the lv lead exhibited elevated thresholds which led the physician to surgically abandon the lead and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.